Event description:
It was reported that a large volume infusor underinfused during infusion. The pump had significant amount of medication left. The device was connected to the patient for approximately two days leading up to the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, d10, e1, h6 (update codes), h11. B5: additionally, the expected infusion time was 46 hours and the device was filled to 230 ml. The infusion was not completed; more than 10% of dose remained. The device was filled with fluorouracil (5-fu) and dextrose 5% in water (d5w). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.